Event description:
The customer reported that the defibrillator did not recognize the electrodes when attached. A second set of electrodes were attached and the defibrillator recognized them. The electrodes were discarded and are not available for evaluation.